Event description:
It has been reported to philips that the system could not x-ray. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment when the issue was identified and procedure completed as planned. Onsite inspection of the system identified that the system can¿t x-ray. Fse found defect in flat detector. The fse replaced the flat detector. After replacement of the flat detector, the system was returned to use in good working order.